Event description:
It was reported that the instrument (bipolar forceps mcen54 120mm dessi) need to be recoated. There was no reported patient impact.

Manufacturer narrative:
(B)(4). Result: mechanical shock problem; the device (bipolar forceps mcen54 120mm dessi) was returned for evaluation. Analysis indicated that the instrument cannot coagulate and the coating (insulation) of the electrode is significantly damaged. The coating was most likely damaged by an excessive abrasion during use or reprocessing steps. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. (B)(4).